Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It is notable that there is no evidence of any specification non-conformances related to the complaint device. (B)(4).

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer sheath was placed and a large acurate neo bioprosthesis was implanted. Following implant, a 1mm tear was noted on the isleeve. No patient harm was reported. This product is only ous approved but it is similar to an approved us device